Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was brought into the clinic for oversensing and inappropriate shocks. An automatic setup was run and all vectors were failing. The vector was re-programmed to primary and smart pass was off. The therapy was not exhausted. Upon review of the events, it was noted that the signal was very low, leading to oversensing and inappropriate shocks. An x-ray was performed and the s-ICD system was found to be in a very good position. Device replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was brought into the clinic for oversensing and inappropriate shocks. An automatic setup was run and all vectors were failing. The vector was re-programmed to primary and smart pass was off. The therapy was not exhausted. Upon review of the events, it was noted that the signal was very low, leading to oversensing and inappropriate shocks. An x-ray was performed and the s-ICD system was found to be in a very good position. Device replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.